Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: no root cause; no malfunction relate to the device. Correction: no device malfunction. Setting of device not correct set base on the patient condition.

Event description:
The following was reported to hamilton medical ag: summary: application setting problem.

Event description:
The following was reported to hamilton medical ag: summary: application setting problem.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).